Manufacturer narrative:
The complaint was investigated and customer complaint was confirmed. Investigation found system noticed discrepancy between blood glucose and sensor glucose, rejected repeated blood glucose calibrations and as a failsafe mechanism, prompted customer to enter another calibration after an hour. When this did not resolve the issue, the system per design triggered sensor suspend alert and blinded glucose values for 6 hours. Due to repeated sensor suspend alerts to customer, sensor was replaced in order to preserve customer experience of system. Result code updated to 114. Conclusion code updated to 61.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hyperglycemia and stated that he had frequent urination and just felt bad.